Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that every time they tried to increase their stimulation, the settings not available message would appear on their controller. Patient stated that the issue began like about two months ago. Agent walked patient through adjusting stimulation in group a, b and c and patient got settings not available. Patient mentioned they did not feel stimulation in group a. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received, it was reported the patient had a return of pain. The patient had three electrodes that were avoid 2, 3 and 11. The programs were using one of the electrodes and was not allowing them to increase settings. The representative was able to program around avoid electrodes and received coverage of their pain. The issue was resolved.